Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the stomach for a removal of polyp during an unknown procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip was able to grasp the tissue. The clip was closed and locked, but it would not release. They had to pull the entire clip off with the tissue. No further information has been obtained despite good faith efforts.